Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused the drug cpt-11, with the volume to be infused (vtbi) of 518.5 ml during therapy in the outpatient cancer treatment unit. The infusion rate was around 375-380 ml/hr and the infusion was being delivered utilizing non dehp IV tubing. The pump stated that the infusion was complete when it was not, and an additional unspecified volume had to be programmed into the pump in order to finish the actual vtbi. After two hours of infusing, the pump displayed that 518.5 ml was infused. Baxter product surveillance informed the customer regarding the warnings provided in the sigma pumps document (B)(4), the online version of which available on the sigma website was titled sigma spectrum infusion system compatible baxter IV sets. Warnings regarding infusion rate and infusion time limitations with non-dehp sets when used with sigma spectrum pumps, were relayed to the customer. The customer stated to have understood, among other warnings provided, that the infusion rate of non-dehp sets with sigma pumps was limited to 250 ml/hr. It was also reported there was no patient injury.